Manufacturer narrative:
One sample was rec'd from the customer for eval which confirmed the complaint. The float, 71-2646, inside the trap, 3185, appeared to be broken. Examination of the part after removing the lid, 65-2012a, and the body, 65-2011, found that it had been damaged during the bonding of the lid and body. It appears that the entire unit was placed in the bonding fixture at an angle rather than straight. The heat at this orientation caused the float to weaken and break inside the trap, preventing the float from moving properly and water from draining into the tank. There have been no similar reports rec'd from customers or any similar findings within co's mfg operations.

Event description:
Account states the baffle in the water trap broke and the water backed up into the tubing not allowing child to exhale.